Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced pooling of medication at each infusion set injection site. The event occurred on (B)(6) 2025, and led to the development of an abscess on the upper right thigh. The abscess was diagnosed during an urgent care visit on the same day. The healthcare provider prescribed antibiotics, and the patient was treated accordingly. No further information available.